Event description:
It was reported that caller experienced continuous glucose monitor error and cgm error 42 occurred with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and successfully started sensor session with no further error reported.